Manufacturer narrative:
The patient's meters were returned for investigation. The returned meters were tested with a different strip lot returned by the user. The meter and strips were tested with liquid quality control. Testing results: up01527485. Lot: 235473-13 vial: 00280201. Qc 1: 2.3 inr , qc 2: 2.3 inr , qc 3: 2.3 inr . Up1254525 . Lot: 235473-13 vial: 00270334. Qc 1: 2.3 inr , qc 2: 2.3 inr, qc 3: 2.3 inr. Results: the obtained qc values were in the allowed range of the used combination master lot strip lot - qc lot. (1.8 - 2.8 inr). All measurements were without error messages. Extensive measurements have shown higher deviations for coaguchek values > 4.5 inr compared to a laboratory method. Therefore, the customer allegation has been substantiated. A product problem has been found for coaguchek values > 4.5 inr, which was the case in this complaint. This can be traced back to the calibration of the complained test strips to the who standard rtf/16. For measurements > 4.5 inr. The customer is advised to contact the physician and perform a measurement with a laboratory method. Roche diagnostics has issued a recall for this issue. Please refer to medwatch field h9- correction/removal report no.

Event description:
The nurse complained of questionable inr results for 3 patients from coaguchek xs meter serial numbers (B)(4). Of the data provided, there were discrepant inr results for 2 patients with two test strip lots. This medwatch will cover information on patient 2 with test strip lot 28632312. Refer to medwatch with patient identifier (B)(6) for information on patient 1 with test strip lot 23547313. For patient 2 at 03:12 pm, the result from meter serial number (B)(4) was >8.0 inr. At 03:15 pm the result, the result from meter serial number (B)(4) was 5.8 inr with a different finger. The test strip lot that was used for both measurements was 28632312. There was no allegation of an adverse event. The patient's condition was "good". The patient was not anemic, no heparin, no antiphospholipid antibodies, and no direct thrombin inhibitors. The patient has had no changes in diet, no illness, and no new medications. The patient's therapeutic range was 2.5 - 3.5 inr. The qc was acceptable. The suspect product was requested to be returned for investigation. Relevant retention test strips (lot 286323) were tested in comparison with the current master lot. For this purpose two human blood samples from marcumar donors and two internal reference meters were used. No error messages occurred. Retention samples were acceptable.